Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the humapen memoir when dialed up to 4, only showed part of the 4. This humapen memoir is associated with (B)(4)/ lot 0906c02. The patient operated the device and was not trained on the use of the device. The patient had used this device model for an unspecified amount of time and the reported device for five days. The return of the device is anticipated. It was not provided if the patient would continue to use this device model. Update (B)(6) 2010: additional information was received on (B)(6) 2010 from the global product complaint system. Updated lot number for the humapen memoir device.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.